Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the coils had become deformed at approximately 45 cm from the terminal end. Cuts through the insulation were also noted in this area, likely due to explant damage. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. No lead issues were noted that would have resulted in an increased risk of dislodgement. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient underwent surgery for a cardiac procedure, during which this left ventricular (lv) lead was dislodged. As a result, the lead failed to deliver pacing when required. A revision procedure was performed, wherein the lead was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this patient underwent surgery for a cardiac procedure, during which this left ventricular (lv) lead was dislodged. As a result, the lead failed to deliver pacing when required. A revision procedure was performed, wherein the lead was removed and replaced. No additional adverse patient effects were reported.